Event description:
Customer reported patient sample containing anti-e did not react with vss 117. Additional testing performed by customer in tube with peg and liss did not react as well. No death or serius injury was associated with this incident.